Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this dextrus lead was exhibiting high threshold measurements and the pt was also complaining of pain and stimulation when paced at high outputs. Testing the ventricular lead in bipolar configuration, the impedance was 590 ohms and in unipolar configuration, the impedance dropped to 300 ohms. A revision procedure was performed two days post implant and upon examination of the extracted lead, it appears as though there is a small tear or cut in the insulation near the suture sleeve. The lead was removed from service and replaced without further incident. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional info is received.